Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned products did not meet specification as received. Visual inspection found the shaft was broken. All pieces were still attached. The reported condition was confirmed. The investigation found the shaft was broken. This is indicative of the shaft being flexed too far. The l-hook was not damaged or bent. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the rectum dissection, a tear appeared in the shaft, and finally broke up. The device was changed, then after some more time the cannula shaft was broken during dissection. The device was changed and that one worked perfectly and the procedure ended with no complications. Based on the picture provided, the shaft was broken but did not detach. However, the insulation of the device was compromised as shown in the picture. There was no patient injury.